Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek and thermoform sticking.

Event description:
Healthcare professional reported resterilizable sizer, adhesive didn¿t open or come off properly. Device not implanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ tyvek or thermoform sticking: observed, delamination on the external thermoformed lid. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported resterilizable sizer, adhesive didn¿t open or come off properly. Device not implanted.